Manufacturer narrative:
Per investigation results, the driveshaft broke off of all the returned units. The bur breaking at the hub would cause the bur to be unusable but will not cause harm to the patient. The procedure was completed successfully with no medical intervention or adverse consequences. There is no information to suggest that a recurrence would result in injury. Updated rationale from malfunction to no report required.

Event description:
It was reported that the tips broke during the procedure. The pieces fell off outside of the patient and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tips broke during the procedure. The pieces fell off outside of the patient and the procedure was completed successfully.